Manufacturer narrative:
(B)(4).

Event description:
During procedure, the lead helix would not extend fully after several attempts. The lead was replaced. The patient had no adverse consequences due this event.

Manufacturer narrative:
A complete lead was returned in one piece. The helix was retracted and clogged with blood and inner coil at connector region was overtorqued consistent with implant/explant damage as returned. Some of the inner coil filars at the connector region were also found to be broken. After dissecting the lead and applying torque directly to the inner coil at a short range, helix could be extended and retracted. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies. The field report of helix would not extend was confirmed.